Event description:
Report received of an adverse patient event while the pump was in use. The pump was sent to the biomedical department with a note that read "unit does not operate properly". The biomedical technician reported that she did not have any specific pump or event information. She was instructed to have the pump tested by an outside party because "there might be an incident that involved a patient". The risk manager was contacted. Though questioned on several occasions, she declined to provide any specific patient, event, medication, pump settings or patient outcome information due to an on-going investigation in the hospital. The risk manager did report that she does not think the pump "had anything to do with this". Though requested, no further information was available.